Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the when the customer had dotted lines instead of a solid line on contour glucose monitor (cgm) tracings, inaccurate cgm tracings, and unexplained extreme high blood glucose levels (e.g. 541 mg/dl) that were unusually persistent. Customer's doctor is concerned and would like the pump exchanged out. On (B)(6) 2014, customer reported having high and low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. Customer's blood glucose level was 267 mg/dl. The insulin pump passed the prime and high pressure tests. Customer was advised to change the entire set, reservoir, and insulin. Customer was assisted with resetting the fixed prime. No additional information provided.